Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system on (B)(6) 2023. Reportedly, the patient had a short severe angled neck. Post-deployment a type ia endoleak was identified. At the time, the physician decided that the space /angles appeared to be too large / inappropriate for a palmaz (non-endologix) stent to resolve the type ia endoleak the same day. The patient is doing well and will be monitored at 30 days to determine if reintervention is required.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative type ia endoleak (unresolved) complaint is confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely anatomy related. It was reported that the patient had a short, angulated infrarenal neck creating poor apposition of the sealing ring. The juxtarenal angle was 59.1° (on label) and the infrarenal angle was 80.6°. This likely contributed to the reported events. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day 12 in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system on (B)(6) 2023. Reportedly, the patient had a short severe angled neck. Post-deployment a type ia endoleak was identified. At the time, the physician decided that the space /angles appeared to be too large / inappropriate for a palmaz (non-endologix) stent to resolve the type ia endoleak the same day. The patient is doing well and will be monitored at 30 days to determine if reintervention is required. After the initial report, additional information was provided reporting that on 09/08/2023 (52 days post-initial procedure), the patient had a diagnostic aortogram that did not show an endoleak. The patient will continue to be monitored and is expected to return in six (6) months for a follow-up computed tomography angiogram.